Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2318700, model: sc-2318-70, serial: (B)(6), batch: 5007332, UDI: (B)(4). Product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 7078081, UDI: (B)(4).

Event description:
It was reported that during patients routine follow-up following the implant procedure, the incisions were red and infected when the physician examined the site. The physician indicated that the sterile surgical field may have been broken increasing risk of infection. The patient was sent to the emergency room and was admitted in the hospital. The patient had a PICC (peripherally inserted central catheter) line for antibiotics that will stay on for six weeks and a wound washout was also done. The patient was tolerating everything well upon follow-up.

Event description:
It was reported that during patients routine follow-up following the implant procedure, the incisions were red and infected when the physician examined the site. The physician indicated that the sterile surgical field may have been broken increasing risk of infection. The patient was sent to the emergency room and was admitted in the hospital. The patient had a PICC (peripherally inserted central catheter) line for antibiotics that will stay on for six weeks and a wound washout was also done. The patient was tolerating everything well upon follow-up. Additional information was received that the patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.